Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided due to the packaging being discarded. Additional investigation cannot be completed as the device was not returned. Lucira health will continue to monitor trends related to (B)(6) results. A root cause cannot be determined at this time, as investigation cannot be completed.

Event description:
One device reported as having a (B)(6) result. Complainant performed additional antigen self-test, an additional lucira test, and pcr test all with (B)(6) results.